Event description:
Philips received info from a customer site that the medium energy general purpose (megp collimator of the forte gamma camera fell on the foot of the biomed engineer. The customer reported that they had been experiencing troubles with the drawer upon switch. The exchanger was in park position (not over the detectors) with back cover removed. While checking switches they needed to open drawer #3; the site field service engineer (fse) was behind the collimator exchanger and manually overrode the drawer lock by lifting the drawer lock plate. The site's biomed engineer was in front pulling the drawer open. The biomed engineer opened drawer #3; which contained the megp collimator. As the drawer opened the megp collimator caught the edge of the frame and released from drawer #3, falling sideways from the collimator exchanger and towards the floor on the foot of the biomed engineer. The biomed engineer was taken to the emergency room; no broken bones were reported, only swelling of the foot.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The fse evaluated the system and found that the left lock bar was opened and the right lock bar was closed; resulting in the open switch error on the exchanger. Normally, both of these lock bars are closed when the collimator loaded. The fse found that the collimator was misaligned - the tilt adjustment for the megp drawer was off - which allowed the bottom drawer #3 to rub across the top of drawer 2. The fse replaced the damaged eccentrics, on the side of the collimator, with new ones and the site is now able to perform collimator exchange with the megp collimator. (B)(4).